Event description:
The patient reported a burn, redness, and bubbles on their left thigh after wearing the wearable antenna assembly (waa). The patient reported the waa worked normally until (B)(6) 2022. However, on the evening of (B)(6) 2022, the patient removed the cuff which secures the device on their thigh and noticed the redness and bubbles on their skin. The patient was not prescribed medication for the occurrence. The patient is doing well, the wound has healed, the redness has decreased and the patient was provided a replacement waa.

Manufacturer narrative:
The waa heat related failure questionnaire was reviewed for potential causes of the reported issue. Based on this review, the device overheating and wearing the device directly on the skin have been ruled out as potential causes of the reported issue. However, the patient has complex regional pain syndrome (crps) and the family doctor speculated the reported issue could have been a skin reaction caused by medication. The cause of the occurrence is unknown. On (B)(6) 2022, curonix engineering performed an investigation on RMA-7667. The investigation found the device battery was depleted (battery l/n: 191122). The cause is attributed to component failure. Reference CAPA-(B)(4). For additional investigation details. For the report of overheating: thermal imaging was used to verify the outside temperature of the device while operating, outside temperature while charging, and the internal temperature while operating. Results are as follows: outside thermal temperature while operating: 28.9°c. Outside thermal temperature while charging: 30.3°c. Internal thermal temperature while operating: 31.8°c. The outside thermal temperature while charging was 30.3°c, which is below the product requirements specification of 41°c (106°f). Based on the thermal imaging, there is no evidence of thermal damage, and the product met temperature specifications. The cause of the reported issue is unknown, and the overheating could not be replicated. However, the investigation found the waa battery was depleted (failure). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in waa heat related failure issues. Waa heat related failure issue rates remain acceptably low; thus, CAPA is not required. Waa heat related failure issue rates will continue to be tracked and trended.